Manufacturer narrative:
The product quality group provided investigational results on 16jun2023 for absorbable gelatin: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer site (site name redacted) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. Investigation findings: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo site concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the site mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Reserve sample evaluation: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Trend / complaint history: no lot-specific trends or other trends were identified. Medical trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical. -time period: 11may2020 - 11may2023, complaint class: product use attributes. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'product use attribute'. There were two months (april 2023 and may 2023) that included a higher-than-normal number of complaints (18 and 17, respectively). A review of the complaints received during april 2023 and may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and 'lack of effect.' There were two months (april 2023 and may 2023) that included a higher-than-normal number of complaints (18 and 17, respectively). A review of the complaints received during april 2023 and may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Complaint sample evaluation: not received; sample availability unknown.

Event description:
Event verbatim [preferred term]. Although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy [off label use], although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy [device use issue], 8 of the 9 sensorineural cases and in each of the 4 dead ears [deafness neurosensory], , narrative: this is a literature report for the following literature source(s): "stapedectomy: incus bypass procedures. A report of 203 operations", laryngoscope, the, 1982; vol:92(3), pgs:258-262. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "stapedectomy surgery" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy"; deafness neurosensory (intervention required, medically significant), outcome "unknown", described as "8 of the 9 sensorineural cases and in each of the 4 dead ears". The patient underwent the following laboratory tests and procedures: acoustic stimulation tests: unknown result. The action taken for absorbable gelatin was unknown. The product quality group provided investigational results on 16jun2023 for absorbable gelatin: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer site (site name redacted) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. Investigation findings: a performance not as indicated in label complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo site concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Improve/control corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the site mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. Reserve sample evaluation: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Trend / complaint history: no lot-specific trends or other trends were identified. Medical trend analysis: the complaint history for products with the product category defined as 'absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical. -time period: 11may2020 - 11may2023, complaint class: product use attributes. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'product use attribute'. There were two months (april 2023 and may 2023) that included a higher-than-normal number of complaints (18 and 17, respectively). A review of the complaints received during april 2023 and may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and 'lack of effect.' There were two months (april 2023 and may 2023) that included a higher-than-normal number of complaints (18 and 17, respectively). A review of the complaints received during april 2023 and may 2023 were due to a periodic literature review. No trend was observed that would require further investigation. . No follow-up attempts are possible. No further information is expected. Follow-up (16jun2023): this is a follow-up report from product quality group providing investigation results., comment: the events of off label use , device use issue and deafness neurosensory are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Event description:
Event verbatim [preferred term] , although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy [off label use], although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy [device use issue], 8 of the 9 sensorineural cases and in each of the 4 dead ears [deafness neurosensory], , narrative: this is a literature report for the following literature source(s): "stapedectomy: incus bypass procedures. A report of 203 operations", laryngoscope, the, 1982; vol:92(3), pgs:258-262. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history included: "stapedectomy surgery" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "although only 62% of the 203 cases had gelfoam used as a window covering/stopped using gelfoam as an oval window covering in stapedectomy"; deafness neurosensory (intervention required, medically significant), outcome "unknown", described as "8 of the 9 sensorineural cases and in each of the 4 dead ears". The patient underwent the following laboratory tests and procedures: acoustic stimulation tests: unknown result. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the events of off label use , device use issue and deafness neurosensory are assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.